Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Conclusion code 11 has replaced conclusion code 92. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: product ID: 3387s-40, lot# va0n0xr, implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: lean. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for movement disorders. It was reported there was high impedances. The proximal end of the lead was removed during the revision on (B)(6) 2017. The patient was experiencing a shocking sensation on their left side and periodic surges on their right side. A previous revision was performed but was not successful in eliminating the problem. A new lead was implanted. The issue was resolved at the time of the report. No further complications were reported as a result of this event.

Manufacturer narrative:
Analysis of the lead (lot#: va0n0xr) revealed that stim lead body conductor broken within 10 cm of the connector area. If information is provided in the future, a supplemental report will be issued.